Manufacturer narrative:
The investigation for the console (aic) self check error has been completed. Data logs were reviewed which found that during bootup, the console rebooted automatically due to the powermod_1 communication issue. After reboot, the powermod_1 communication issue was persistent. Then the console displayed the ¿system self check failed¿ screen. This confirms the reported failure mode. The console was returned for evaluation. The reported failure mode was reproduced during the initial bootup, and the pbm corrosion was visually confirmed. Found the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode). The root cause for the 'system self check failed' was pbm corrosion.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a system self-check failed occurred on the automated impella controller (aic). There was no patient involvement.